Event description:
Pt was admitted 2/8/94 with cellulitis of left lower leg secondary to stasis ulceration (anterior aspect). Treated with antibiotics and warm moist heat to the leg. Pt was discharged home on 2/11/94. Pt states that at time of discharge 4 blisters were present on posterior aspect of left lower leg with 4 ulcerations subsequently evolving. Blisters were not present on admission. Pt is currently being treated for ulcerations on an outpatient basis. Device has been checked and apparently is functioning within specified temperature parameters. Although thinly coated with foam-like padding, accessory pad to heating pump is somewhat rough. Considering pt's increased risk and susceptibility to skin breakdown and injury, hosp has considered the possibility that injuries may be the result of friction from pt's leg on pad.